Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not receive a detached needle. Report was submitted in error. Please disregard all information in MFR 3004753838-2022-053898 as this will not be reportable.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation.